Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. On an unreported date the patient was treated with cefazolin (1g, intraperitoneally, once daily, duration not reported) and fortum (1g, intraperitoneally, once daily, duration not reported) for this event. Two days after onset of peritonitis the patient was treated with ciprofloxacin (200mg, intraperitoneally, once daily, duration not reported) and tienam (1g, intraperitoneally, once daily, duration not reported) for this event. As the patient did not respond to the treatment, peritoneal dialysis therapy was discontinued and catheter was removed eleven days after onset of peritonitis. At the time of this report, the patient did not recover from the event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).